Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws began glowing red while in the leg. The harvester pulled out the device and unplugged it without success. A replacement kit was used to complete the procedure. The hospital did not report any patient complications. The hospital follows IFU recommended cable sterilization procedures.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaws had signs of clinical usage. No visual non-conformities were found on the dc cable. Resistance measurements were within specifications. The micro switch functioned properly when tested. The pre-cauterizing test results, using the returned cable and power supply, showed that the device self actuated and began glowing red. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).